Event description:
It was reported that oversensing was detected during follow-up. The lead was removed and replaced.. No patient complications have been reported as a result of this event. The patient later reported that she received shocks when she was close to the microwave.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary proximal conductor fractured; full lead returned in segments. Other: it was reported that oversensing was detected during follow-up. The lead was removed and replaced.. No patient complications have been reported as a result of this event. The patient later reported that she received shocks when she was close to the microwave. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, oversensing.

Event description:
It was reported that oversensing was detected during follow-up. Device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.